Manufacturer narrative:
This report is being supplemented to provide additional information obtained (identified via b5). The investigation is ongoing, if additional relevant information is identified, a follow up report will be submitted.

Event description:
It was further reported that the issue occurred during preparation for use.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained (identified directly below). The investigation is ongoing, if additional relevant information is identified, a follow up report will be submitted. The device evaluation further found: the plug unit had a scratch. The scope connector cover unit, plug unit, and suction connector had corrosion due to water leakage. Due to damage on the channel tube, water tightness was lost. Electrical continuity failed due to damage on the distal end. Due to damage on the charged coupled device unit, the image disappeared during angulation in the up/down directions. Due to damage on the insertion tube rotation ring, the connecting tube did not rotate smoothly. The image guide protector was damaged. Due to damage on the bending tube, the joint section between bending tube and distal end was not secured. The protector of the universal cord on the suction connector side was damaged. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope had a blurry image. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: breakage of the image sensor. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found: bending manipulation and insertion tube defects, defects of the universal cord/distal end/ connector/control section/related parts, deformation or breakage due to physical stress (handling problem), physical stresses due to drops and hits, defective circuit or shielding configuration, and buckling and deformation of the channel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, the joint section between bending tube and distal end was damaged during device handling by the user and was not secured. As a result, image sensor unit was damaged, and image disappeared during angulation. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: "warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.